Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the seal around the reservoir compartment was lost and the reservoir would pop out. The customer¿s blood glucose level was 147 mg/dl. It was noted that they were unable to use the insulin pump. They were unsure how the damage occurred. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked lcd window, missing reservoir tube o-ring, cracked belt clip slot, stained end cap sticker and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.